Manufacturer narrative:
Device received with all buttons responding properly. No damage on keypad assembly. No unlocked lcd keypad connector. Device passed self test. Pump received with cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip. The test infusion set and reservoir does lock into place.(B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the buttons of the insulin pump were worn and harder to press. The customer¿s blood glucose level was unknown. Customer stated that major cracked in both corners by battery compartment. Troubleshooting was declined. The insulin pump will not be returned for analysis.